Event description:
As surgeon was preparing to make distal femur cut with hp instrumentation, the distal femur block fell off of assembly onto floor. After resterilization, surgeon checked assembly, and the locking mechanism failed again. The spring seemed to be worn and not heavy/thick enough. This caused a surgical delay of 45 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted resection guide could not replicate the reported disassembly. Functional testing of the spring found the spring functional, but with loss of tension due to heavy usage over time. A five-year search of the complaint database for product code 950501238 did not find any additional reports of disassembly or spring related events. No corrective action required based on the root cause of wear out and the low frequency of reported events. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.